Event description:
Boston scientific received information that this pacemaker, during follow-up in (B)(6) 2011, displayed a battery status of good. At the most recent follow-up, however, rapid battery depletion was observed. The estimated longevity was less than 0.5 years. The decision was made to reprogram the output from 3.5 volts to 3.0 volts. Longevity was measured again, and was observed to be 2 years. It was suspected the battery depleted earlier than expected. There were no adverse patient effects reported.

Event description:
Subsequently, engineering reviewed a memory download, and discussed that according to the printouts and the description of the observation, the magnet rate remained consistent at 90 bpm while the battery status gauge and longevity remaining increased when the programmed outputs were decreased. This is expected operation given the differences in how the indicators are calculated. Ts indicated this device was operating as designed and as programmed.

Manufacturer narrative:
This pacemaker remains in service. At this time there is no additional information. Should additional information become available this report will be updated.